Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient, who called to see what they should be doing that they had a gradual return of symptoms and that they have been using a lot of pads again. The patient noted that they would try to get to the bathroom but they started dripping. The patient also reported hey had new symptoms with their bowel; that they were having new issues with their bowels and that they seemed ¿messed up.¿ the patient also noted burning when peeing, that there was a short time when they would be peeing and then they would get a burning sensation and pee would stop coming out. The patient did note that this has since stopped and they were able to pee like normal and the burning had not returned. The patient was able to use their programmer while on the call and verify that the stimulation was on, on program 4 at 4.9. The patient then increased stimulation to 5.9 which was comfortable sitting, standing and walking. The patient was aware to decrease stimulation if it became uncomfortable. The patient was going to continue to track their symptoms. Additional information was received from a health care provider (hcp) on (B)(6) 2018. The hcp replied to the question asking for cause of the burning when urinating that it was determined the patient had a uti. When asked for the actions and interventions taken to resolve the burning when urinating the hcp stated they did a urine culture, a course of antibiotics, contact with the personal care physician (pcp) and the patient also followed up with their pcp regarding the bowel symptoms and assessed the interstim device. There were no further complications reported/anticipated.